Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform a failure analysis. The reported failure could not be reproduced. The unit energized and cauterized and all ports recognized instruments.

Event description:
It was reported that during a vinci-assisted cholecystectomy surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that the surgeon was unable to fire bipolar energy. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the nurse informed the procedure was a gallbladder surgery and this was the first issue but was not called in. They were using the fenestrated bipolar and the steps they tried to resolve they unplugged from the generator. Then tried turning the generator up, changing the power cord, changing the instrument that did not work, changing the generator to its outlet, and then changing the instrument to the monopolar cautery hook to complete the procedure. There was no harm to the patient.